Manufacturer narrative:
A visual inspection of the instrument confirms that the device has failed due to breakage of the right side of the jaw at the distal tip. The jaw was not returned with instrument. The balance of the instrument is in good physical condition. The failure of this instrument was likely caused by excessive force exerted by the customer during use. The evidence of torn metal at the break site noted in the investigation supports this conclusion. It must also be noted that the IFU warns against this misuse in the cautions section as follows. Excessive squeezing force on handles can lead to failure of forceps jaws.

Event description:
It was reported to gyrusacmi that during a surgical procedure the jaw snapped off inside the pt's bladder. The piece was retrieved and there was no pt harm or injury. The procedure was completed using another device.